Manufacturer narrative:
Model number/catalog number: sc-1200, serial number: (B)(4), batch/lot number: 356822, model/catalog, description: precision montage MRI ipg sterile kit. Model number/catalog number: sc-2408-56, serial number: (B)(4), batch/lot number: 21705112, model/catalog, description: avista MRI perc lead kit 56 cm. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the leads and ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient was experiencing pain due to infection at the lead site. It was unknown if the infection was device or procedure related. The patient was prescribe antibiotics. The patient underwent an explant procedure and was doing well postoperatively.